Manufacturer narrative:
The broken instrument reported was likely the result of directly impacting the retroversion bar while engaged with the broach handle, allowing for the applied force to be transmitted to the threaded tip of the retroversion bar, leading to ultimate failure.

Event description:
As reported, during a procedure on this (B)(6) male, the surgeon was removing the stem trial and hit the retroversion handle with a mallet, causing handle to break off. No pieces fell into surgical site. Patient was last known to be in stable condition following the event. Device to be returned for evaluation.